Manufacturer narrative:
Concomitant medical product: dtma1d1 crt-d ,implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s pace/sense right ventricular (rv) lead exhibited possible oversensing on stored ventricular fibrillation (vf) episodes. The pace/sense rv lead remains in use. No patient complications have been reported as a result of this event.